Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Insulin squirted out. The force sensor was broken. Customer's blood glucose level was 10.0 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, prime, basic occlusion and occlusion tests. No a33 alarm noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.